Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a root cause for the reported donor reaction. Analysis showed the only alerts generated were upon the first attempted 80410 tubing set load. In this case, the ¿motor hardware failure¿ alerts indicated the plasma pump header tubing was likely misloaded within the plasma pump raceway as the cassette lowered. The operator took the correct actions to unload then reload the tubing set. Analysis showed there were no additional alerts generated or operator flow adjustments made throughout the collection. Upon the second load of the 80410 tubing set, the tubing set test, ac prime, and donor blood prime all passed with normal signals within the run data file. Platelets exited the lrs chamber and passed the rbc detector as expected shortly after the platelet valve opened for collection. The donor venous access was stable with no access pressure pauses until after 30 minutes into the collection and as such, the draw flow was automatically increased once. After 30 minutes, there were 7 access pressure pauses that resulted in one automatic draw flow decrease. The volumes to fill and empty the reservoir were similar and consistent throughout the collection, indicating all fluid was flowing as expected. Analysis of the run data file confirmed the ac infusion rate remained below the configured maximum limit. The volume of donor blood collected into the platelet product was 217ml (253ml total platelet product volume ¿ 36ml ac in the platelet product = 217ml donor blood volume in the platelet product). The end of run summary reported the total ac used was 243ml, with 194ml of ac returned to the donor. There is no evidence or suspicion of device malfunction based on the run data file analysis. Follow-up information confirmed that the sterility of the trima set was not compromised. Package integrity and expiry were verified prior to use, and aseptic technique was strictly followed by trained personnel during setup and operation. At no point was the sterile fluid pathway exposed or contaminated. Donor identifier information was not shared by the customer. The donor was in good health prior to donation. Donor selection was performed in accordance with standard protocols, with all pre-donation eligibility criteria verified, including medical history, physical examination, and laboratory testing such as hemoglobin, platelet count, and infectious disease screening. All test results were within acceptable limits, and both donors were confirmed negative/non-reactive for infectious disease markers prior to the procedure. No additional bacterial, viral, or infectious disease testing was conducted following the donor reaction. The donor was managed onsite with supportive care by the medical staff consisting of oral medications (calcium tablet + antiemetic tablet for vomiting) and oral fluids (given for hydration). After being kept under observation for 3 hours post-reaction, the donor was stable and discharged home the same day. Additionally, no transfusion reactions have been associated with the platelet units collected from this donation. No specialized diagnostic testing was performed to confirm or exclude bacteremia, sepsis, or endotoxin exposure, and no definitive diagnosis was established. Based on standard pre-donation screening practices and the clinical presentation of the event, there is no evidence to suggest that untested infectious agents contributed to the reaction. There were no device or disposable related issues identified. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the donor experienced shivering, chills, and vomiting and required medical attention immediately after completion of donation. The donor received treatment and their condition was managed by the medical officer at the blood bank. Per the customer "the present condition of the donor is good and stable." The collection set is not available for return because it was discarded by the customer. The customer declined to provide additional patient or procedural information.